Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations.

Event description:
It was reported that there was a blocked debit during infusion. The customer declared that there were three items affected. There was patient involvement.